Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous diagonal branch of the coronary arteries. During the first dilatation with a maverick2 monorail 2.0 x 15mm balloon catheter, the balloon ruptured at 12 atms. The procedure was completed with a different device. Pt status was reported as satisfactory.

Manufacturer narrative:
(B)(6). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).